Manufacturer narrative:
Patient information has not been provided as of the date of this report. Software investigation showed no software issues. Since case was accurate in registration task, frame movement is most likely cause. Device evaluation on-site showed it to be fully functional.

Event description:
A medtronic representative reported that while in a cranial surgery, the surgeon performed a touch-n-go registration and checked his accuracy and felt accurate. The surgeon then went sterile and felt inaccurate. The medtronic representative stated that the head-frame did not move and that there was no draping underneath the head-frame. The surgeon decided to move on without navigation. There was no impact on the patient outcome.